Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that the due to losing their patient programmer, the battery has not worked since (B)(6). Patient stated that she was not getting any stimulation and her back has been out since. Patient stated that all issues first started sometime in (B)(6). No further complications were reported/anticipated. Additional information was received from the patient reporting that they had just received replacement equipment as they lost their equipment and last successfully charged their device late (B)(6). The patient now needed assistance syncing their new equipment to their device. Patient services attempted to have the patient sync their patient programmer with the ins but it showed poor communication. It was indicated that the patient was using their antenna, it was confirmed the antenna was secure, and the programmer was directly over the ins, but this did not resolve the poor communication screen. It was indicated that the patient was not able to communicate with their recharger either. The patient was redirected to follow-up with their healthcare provider (hcp) to address a possible overdischarge. No symptoms were reported. The event occurred on (B)(6) 2019. No further complications were reported/anticipated. Additional information was received from the patient and it was reported that it was replaced with a new one.